Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section. The device was returned to the factory for evaluation on 01/09/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly lifted at the center of the hot jaw but remaining attached at the base and tip of the hot jaw. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000441319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, end-user noticed the jaws of item were delaminated. The heater wire was detached from the jaws. There were no components of the device (metal/silicone) detached inot the harvesting tunnel inside the patient. A new kit was opened, and procedure went smoothly. There was procedural delay to open a new kit. There was no patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.